Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, causing the pump to shut down. As a result, the customer experienced an elevated blood glucose (bg) level that was above 900 mg/dl with a high level of ketones that was identified as life threatening by a healthcare provider. Customer required assistance due to bg and went to the emergency room (ER) on (B)(6) 2026 where they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer and the customer was released from the emergency room on (B)(6) 2026. The customer reverted to an alternate method of insulin therapy.